Manufacturer narrative:
Per t:slim cartridge user guide: replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple occlusion alarms over the past few months. Reportedly, the customer changed out all supplies numerous times after the alarm. The customer stated the occlusions tended to occur when the cartridge volume reached 175 units. The customer also stated they use the cartridge with novolog insulin for 3-4 days. Tandem technical support instructed the customer on proper cartridge labeling. Customer reported blood glucose (bg) level was 500-700 (mg/dl). The customer stated supply changes, manual injections and correction boluses were used to address bg level.